Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully engaged with the exchange sheath system; however, the plunger, thumb advancer, and locator wings were in pre-deployed position and the sheath was unslit. Dried blood was present throughout the device, suggesting that the device had been introduced into the patient anatomy. During testing, the device was disassembled, cleaned, re-assembled, and re-deployed successfully. Based on the investigation findings, the probable root cause for the reported experience could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician using the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, an attempt to deploy the device was made unsuccessfully. The device was removed and manual compression was applied for 15 minutes to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.